Event description:
Litigation papers allege: patient experienced severe pain, discomfort, and inflammation in his right leg, a popping and clicking sound in his right hip; the sensation that the implant is unstable and will give out on him; inability to walk moderate or long distances; inability to sleep on his right side without severe pain; inability to sit for moderate to long periods of time; metallosis; cobalt-chromium metal toxicity; infection; and other complications. Patient will likely undergo revision surgery.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database finds additional reported incidents against lot codes 2071398 and 2066967 since its release for distribution; however, a previous and current review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.